Event description:
Customer reported set was leaking "at point that it goes into the alaris pump." No pt harm or medical intervention reported. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). Pt info requested and all available info is included. Product eval and customer's experience of leaking set was confirmed. A tear was noted in the silicone segment near the upper fitment. The root cause of the tear could not be identified. The mfg database was reviewed; no quality issues were noted during producting build for the involved lot# and failure mode reported.